Manufacturer narrative:
E1: patient city: (B)(6). Patient country: germany.

Event description:
Reference number (B)(4). Event occured in germany. The patient experienced a high blood glucose event, which was attributed to problems with their infusion set. As a result, they sought medical assistance at the emergency room on (B)(6) 2025. Upon admission, the patient's blood glucose level was recorded at 470 mg/dl. The primary cause leading to hospitalization was identified as a bent infusion set. During their hospital visit, which lasted less than 24 hours, the patient received treatment including electrolyte infusion and insulin administration via their pump. The patient also received a pump bolus to address the high blood glucose. At the time of hospitalization, the patient reported feeling sick, tired, and experiencing increased thirst. Throughout their hospital stay, insulin continued to be administered using the patient's pump. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Unomedical hereby submits this supplemental report as part of its complaint remediation activities conducted under a CAPA/FDA action plan. This submission includes a retrospective reassessment of previously evaluated complaints. Unomedical is providing this supplemental information in accordance with the reporting requirements set forth in 21 cfr part 803. Any fields left blank indicate that the information is unknown, unavailable, or remains unchanged. Additional information - this MDR is being submitted to include the below: h6: investigation results under investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results. A complaint investigation was conducted based on the event description and the assigned malfunction code soft cannula bent/kinked/crimped after removal -blockage. Additional information was requested to support the investigation; however, a lot number information was not provided. No device, device components, or other visual or physical evidence was made available for evaluation. Consequently, visual inspection, retain-sample testing, or the assessment of potential product performance issues, component integrity, or manufacturing defects could not be performed. In response to the complaint and due to the absence of a specific lot number, a high level investigation was conducted for the minimed quick set product family and the assigned malfunction. The investigation included anelectronic quality management system (eqms) search, assessment of complaint trends, and review of relevant risk management files. The assessment of complaint data for the applicable product family identified an elevated trend for the assigned malfunction. Therefore, a corrective and preventive action CAPA 2537337 was initiated to further analyze the trend and implement corrective and/or preventive actions as warranted by the findings. Please refer to the attached memo for full investigation details: minimed_quick-set_cannula. Enclosure 1: eqms search results. Enclosure 2: maintenance results. Enclosure 3: raw data for complaint trending. Corrective and preventive action (CAPA) determination. Based on the investigation, a corrective and preventive action CAPA 2537337 was initiated to further analyze the trend and implement corrective and/or preventive actions as warranted by the findings. No additional actions are required at the individual complaint level at this time. The complaint record will be closed and continue to be monitored through routine tracking and trending per work instruction (wi) (monthly trips and alerts).